Event description:
Customer reports 2 perforations in the tubing during stem cell transfusion, resulting in leakage. The stem cell lab was able to recover some stem cells from the bag, however some stem cells were lost. The customer reported the event as "life-threatening" due to the loss of stem cells. There were no exposure issues involved in the leakage.